Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for spinal pain. It was reported the device became overdischarged, date unknown. On (B)(6) 2017 while the patient was recharging the device in the por (power on reset) condition the patient experienced overstimulation. The technical services agent reviewed with the rep how to reset the patient¿s implant using the recharger to stop the overstimulation, and this troubleshooting resolved the issue. The rep planned to meet the patient to clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.